Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a blood glucose level of 38 mg/dl, which was treated by drinking soda. Blood glucose level rose to 116 mg/dl. Customer reported another incident in which police were called due to a low blood glucose level. Customer stated that paramedics were not called, but police made her a sandwich and monitored her until her blood glucose level came up to 70 mg/dl. The insulin pump was not replaced or returned for analysis.